Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, she reported that she felt pain with insertion and upon removal the sensor wire was not present. On (B)(6) 2013 the patient had an x-ray performed on her upper arm to determine if the wire was detected, and the patient reported that no wire was detected. At the time of the call to dexcom technical support, the patient reported to be in fine condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.